Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device or cine images returned). Lesion morphology (severe calcification and 90% stenosis). Failure to follow instructions (force used). Inherent risk of procedure (stent embolization (dislodgement)). Evaluation conclusion: lesion morphology. Failure to follow instructions (force used). User error contributed to event (force used). Inherent risk of procedure (stent embolization (dislodgement)). Unable to confirm complaint (device or procedural images not returned). (B)(4).

Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 30mm length endeavor sprint rx drug eluting stent to treat a lesion in the lad with moderate tortuosity, severe calcification and 90% stenosis. It was reported that pre-dilatation was performed with a 2.0mm diameter x 20mm length balloon to 12 atm. However, the endeavor sprint device could not pass the lesion. It was reported that force was required to advance the device to the target lesion. It was also reported that while trying to retract the stent system, the stent slipped off the balloon and was lodged in the coronary artery. It was reported that it was successfully snared. Pre-dilatation was carried out again and another stent used. No patient injury or clinical sequelae reported